Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
Tthe lay user/patient contacted lifescan alleging the meter has an intermittent issue where some readings are not retained in the memory of meter and so message of "last bg more than 15 min old" appears when using ez carb. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.